Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was constantly alarming "close door" during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR should be 08/23/2024 and not 08/28/2024 that was documented in the initial MDR report. Additional information d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported 'constantly alarming close door' was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment link screws and a cracked input/output (I/o) board. The link screws require adjustment and the I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.